Event description:
It was reported that patient stated bone scan showed implant is coming loose. Patient is having revision surgery on (B)(6) 2014.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.